Manufacturer narrative:
Olympus inspected the device at the service department of olympus (B)(4) and found followings; the reported event was reproduced. Complete loss of the image function was observed due to the camera ccd sensor defectiveness. This device was sold in december 2010 and had previously already been sent to (B)(4) for bad contact in february 2020. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that no images were displayed on all devices during preparation for use. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The instruction manual provides preventive measures against the reported failure mode. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the inspection results by olympus france s.a.s., olympus medical systems corp. (Omsc) assumed that the reported event was caused by the defect of ccd unit due to the unexpected stress. This stress may have been caused by user handling. If significant additional information is received, this report will be supplemented.